Event description:
Healthcare professional did not report a complaint against the device. Healthcare professional later reported "capsular contracture" baker grade unknown and patient "does not like how low and to the side" implant was. This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued e1 -- alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.